Manufacturer narrative:
Strain relief. Medwatch sent to FDA on: 24/mar/2009. Visual examination of the returned device determined the access port tubing connector to be a strain relief. Allergan has received the product however, the analysis has not been completed at this time. Device labeling addresses the reported event of pouch dilatation and reflux as follows: band slippage and/or pouch dilatation can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require band repositioning and/or removal. Immediate re-operation to remove the band is indicated if there is total stoma-outlet obstruction that does not respond to band deflation or if there is abdominal pain. Device labeling addresses the reported event of pain as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: ... Abdominal pain.

Event description:
Event reported as, physician reported removing a band he implanted thirteen/fourteen years ago recently for pouch dilatation. Follow-up findings: "a 10 cm was removed because of pouch dilatation, symptoms intractable reflux when band tightened." Pt presented with a curiously sickly sweet flavor in her mouth and what she terms nerve like pain. The surgeon said he does not believe that band caused this.